Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experience difficulty charging the ipg and eventually the ipg became inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.therapy was restored post operation.